Event description:
Boston scientific received information that telemetry monitoring of this pacemaker and right ventricular (rv) lead in the emergency room showed intermittent pauses in pacing. The patient was pacemaker dependent. Additionally, a low out of range pacing impedance measurement less than 200 ohms and intermittent loss of capture (loc) was observed. Review of stored device memory revealed several episodes of noise. The noise was oversensed resulting in less than two seconds of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The return of the product has been requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.